Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that her testing frequency is 2x daily. The patient reported the alleged issue began on (B)(6) 2012 (unspecified time) . The patient reported blood glucose readings of "125 mg/dl" with the subject meter and "99 mg/dl" on another meter (unknown brand), performed less than 30 minutes of each other; which the patient confirmed is not within her blood glucose range of "97-115 mg/dl." Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <= 30% and/or <= 30 mg/dl. The patient confirmed she was not on any diabetes medications and did not take any action regarding her diabetes management routine at the time the alleged issue began. The patient confirmed that she developed symptoms of blurry vision, dizziness, and shaky after the alleged issue began; which she associated as low blood sugar results. Due to the alleged high reading on the subject meter, the patient claimed she also tested on a 3rd blood glucose device (unknown brand), obtained a low result; however, she was unable to recall the result. In response to the symptoms and the low result(s) on the other meters, the patient stated she drank 6-8 ounces of orange juice. According to the patient, she felt better 1 1/2 hours later. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, the patient's testing procedure was correct, and an approved sample site was used. The patient, however, did not have the control solution to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned to lifescan on march 26, 2012. The meter involved with this complaint has been evaluated by lifescan product analysis on march 28, 2012 with the following findings. The meter passed all testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. The 510(k) # is k061118.